Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the sensor expiration could not be determined. The reported event of a new sensor message is reportable based on the finding of a new sensor message. No injury or medical intervention was reported.